Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, hemorrhage is a known risks associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. The subject device remains implanted.

Event description:
The patient underwent successful stent assisted coil embolization of a basilar tip aneurysm. It was reported that approximately three years post the initial procedure, it was reported that subarachnoid hemorrhage due to recanalization and enlargement of the aneurysm had occurred. Therefore, additional coil embolization treatment was administered along with ventriculoperitoneal shunt and percutaneous transluminal angioplasty. No further information is available.